Event description:
The plaintiff's attorney alleged that the decedent experienced a fatal cardiac event on or about (B)(6) 2010.

Manufacturer narrative:
This is one event for same pt involving two separate products.